Event description:
It was reported that the intensive care unit (ICU) nurse was trying to start new therapy in an arctic sun device. They noticed a hole in the fluid delivery line (fdl) and covered it with tape but were still getting low flow alerts (02). Explained they would need to borrow a fluid delivery line (fdl) from another department asap. Guided to system diagnostics showed that the system hours were 877, pump hours were 775, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 83 percentage, flow rate (fr) was 2.6lpm. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed without impact on the 50¿60-year-old female. Therapy was completed on a different device. The original device was sent to biomed where the fluid delivery line was replaced. The device has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the fluid delivery line. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse was trying to start new therapy in an arctic sun device. They noticed a hole in the fluid delivery line (fdl) and covered it with tape but were still getting low flow alerts (02). Explained they would need to borrow a fluid delivery line (fdl) from another department asap. Guided to system diagnostics showed that the system hours were 877, pump hours were 775, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 83 percentage, flow rate (fr) was 2.6lpm.